Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump failed accuracy (+8.25%). No patient was involved in this event. No adverse effects were reported.